Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 45 to 300 mg/dl. Reportedly, the customer did not have correct basal rate settings. Customer ate carbohydrates to address low bg and consulted with health care provider to update basal rate settings. Tandem technical support assisted customer with inputting correct basal rate settings.